Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Omsc received the photo of the device and investigated the photo. As a result, omsc confirmed that the ptfe pad completely came off. The manufacturing record was reviewed with no irregularities. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad came off since the user continued activating output without contacting tissue (including after the tissue already cut), besides the ptfe pad received a load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00516.

Event description:
The ptfe pads of two devices were failed during a total laparoscopic hysterectomy. It was reported that the ptfe pads of two devices were lifted. The procedure was completed with a different device. There was no patient harm reported. This is 2nd report about this case.